Manufacturer narrative:
Additional information was added in d.9., h.3., h.6. And h.11. One open stent in the foam of a swap within a plastic container with lid was received for the report of stent explant due to stent exposure in anterior chamber (ac) causing iritis, inflammation, and cornea edema. The returned stent was visually inspected and was found to be non-conforming for having surgical debris on the stent. Surgical debris. The stent was visually conforming with no damage; however, some surgical debris was unable to be removed on the distal tip of the stent. No delivery system was returned for evaluation; therefore a functional inspection could not be performed. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned stent was found to be visually conforming, however per the initial reported description a facility representative on behalf of the facility indicated that "the implant was initially placed in the wrong position, and this was not realized until post operatively the root cause is user error. The instructions for use (IFU) for the stent provides detailed instructions for device implantation and target placement for device position. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following a stent implant procedure, it was noticed that due to stent exposure in the anterior chamber, iritis and inflammation had occurred. The implant was initially placed in the wrong position and this was not realized until post operatively over a month ago. The stent was explanted following the initial implant procedure. Additional information was requested and received stating that patient had recurrent iritis, corneal edema. The patient was additionally prescribed with steroid drops as a treatment.